Manufacturer narrative:
Device being returned to factory for analysis; evaluation not yet begun.

Event description:
The international customer reported that the ventilator went vent inop during operation. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The ventilator has been requested for return to the manufacturer for evaluation. Vent inop, when in use, will stop providing ventilatory support to the patient and the ventilator should be replaced.